Event description:
On (B)(6) 2013, abbott point of care (apoc) was contacted by a customer who reports unexpected results on I-stat pt/inr on a (B)(6) patient. There was no additional patient information available at the time of this report. Date method time pt/inr sample (B)(6) 2013 I-stat 10:56 45.7/4.1 fingerstick (B)(6) 2013 I-stat 11:03 35.5/3.1 fingerstick the customer states that the patient treatment was based on the 3.1 inr result. There was no warfarin dose change; the patient was maintained on 4.5mg daily. Based on the information available at the time there were no injuries associated with this event.

Manufacturer narrative:
(B)(4).